Manufacturer narrative:
Title: cuffed vs. Uncuffed tracheal tubes in children: a randomized controlled trial comparing leak, tidal volume and complications source: b.s. Von ungern-sternberg, 2017, the association of anesthetics of great britain and ireland. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature, this study compared tidal volume and leakage around cuffed and uncuffed tracheal tubes in children who required standardized mechanical ventilation of their lungs in the operating theatre.